Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly. No unexpected button error alarms noted. However corroded keypad traces noted during visual inspection. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed button error. Customer went to bolus for her lunch and buttons were unresponsive and got button error. Troubleshooting was done. Customer's blood glucose was 261 mg/dl. Customer was not able to give bolus through the insulin pump. She stated that high blood glucose was a result of what she ate for breakfast. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).